Event description:
No further event information is available at the time of t his report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a sternal procedure due to an alleged cold throat and four blockages in the heart. Subsequently, the patient alleges suffering from pain on the breastbone and ribs, discomfort, and heaviness on the chest while sitting. The patient states some days he has so much discomfort, he cannot even wear a light t-shirt. Patient is currently received pain injection in the spine and after that may be getting cortisone and steroid injections in the cartilage in his chest. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.